Event description:
Additional information was received from the patient. It was reported that the cause of the data lost message was determined to be due to the battery being dead. The steps taken to resolve the issue include battery replacement on oct. 10. The patient reported being not happy about the time frame as it is a long time without their device, but they love their doctor. The issue was not yet resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that they had charged their external equipment and went to connect with their implanted device and saw "data lost, the internal device has lost all data, contact your clinician, end session." The patient said this was about 4 days ago that they saw the data lost message. During call patient tapped on "end session" to exit the message and was kicked back out to the therapy app. The patient said they called their healthcare provider (hcp) to tell them about the data lost message and was told to call the manufacturer. Patient services (ps) reviewed the meaning of message with the patient. Ps reviewed that due to patient's implant battery age this could mean low battery on the implant and redirected them to their hcp.